Manufacturer narrative:
An additional lot number was reported (lot # m017710). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with approximately 260 units of insulin. The customer's blood glucose (bg) level was in the 300's (mg/dl). To address the bg level, the customer changed the supplies and administered a manual injection. It was confirmed that the customer had manual injections available as alternate insulin therapy.